Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009 ), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker no longer functions as specified with the returned screwdrivers due to the extent of the damage sustained to the hexagonal cavity of the set-screw. The analysis identified a sign of inappropriate screwdriver insertion, which may have contributed to the difficulties that were met. Regarding the damages identified to the set-screw, these are consistent with incomplete insertion of the screwdriver tip into the hexagonal cavity, as illustrated in figure 6. Subsequent rotation with the torque screwdriver led to stripping the set-screw cavity. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician has not watched the video about the lead connection and the method was not applied.